Event description:
The esst light cord was being used in conjunction with a stryker model x6000 light source. The light cord was placed into stand-by in preparation for changing out the laparoscope. Light intensity was set for high. After disconnecting the laparoscope from the distal tip of the light bundle but before the new instrument could be attached, the light source spontaneously and unexpectedly came out of standby. The distal tip of the light cord, was in contact with surgical drapes, resulting in a burn through several layers of drapes. The drapes extinguished before any pt injury occurred. Stryker's esst system is a safeguard designed to prevent potential fires or injury by automatically switching a light source into standby if the surgical instrument is removed from the distal tip of the light cord while the light beam is on or preventing the light source from being taken out of standby if no instrument is attached to the light cord. Inspection showed the light source to be operating properly. It was noted that the light source would switch into and out of stand-by if the light bundle was flexed at the strain relief at the proximal end of the light cord.